Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator was being used to deliver therapy to a patient when the device delivered two shocks but failed to deliver a third. The device was in use on a patient. We are considering this to be a serious injury as the patient outcome is unknown at this time.

Manufacturer narrative:
The (B)(4) heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device was labelled "unrepaired" and returned to the customer.